Event description:
It was reported that one day post-implant, lia (lead integrity alert) triggered for high impedance on the high voltage coils. Follow-up determined that the physician believed there was a loose setscrew, and that the physician was planning to revise the connection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.